Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing of a retained kit of the complaint lot met acceptance criteria and no false non-reactive results were obtained, indicating the product is performing as expected. Based on the investigation, no deficiency for lot number 41060be00 was identified.

Event description:
The customer stated that a false nonreactive alinity I syphilis result was generated for a patient. The following data was provided. Sid (B)(6) initial result 0.43 s/co (nonreactive) due to internal policies, if a nonreactive result is achieved when a patient history was previously reactive, the test needs to be repeated. The repeat results were 0.892 and 0.915 s/co (reactive). The false nonreactive result was not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
It was discovered on may 9, 2023 that the previously submitted report did not contain a required correction to section b5, describe event or problem. The section was updated in this submission to state that the repeat results were 0.892 and 0.915 s/co (nonreactive) instead of reactive.

Event description:
The customer stated that a false nonreactive alinity I syphilis result was generated for a patient. The following data was provided. Sid (B)(6) initial result 0.43 s/co (nonreactive) due to internal policies, if a nonreactive result is achieved when a patient history was previously reactive, the test needs to be repeated. The repeat results were 0.892 and 0.915 s/co (nonreactive). The false nonreactive results were not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false nonreactive alinity I syphilis result was generated for a patient. The following data was provided. Sid (B)(6). Initial result 0.43 s/co (nonreactive). Due to internal policies, if a nonreactive result is achieved when a patient history was previously reactive, the test needs to be repeated. The repeat results were 0.892 and 0.915 s/co (reactive). The false nonreactive result was not reported out of the laboratory. No impact to patient management was reported.